Event description:
Customer reported the alarm is not in working condition. Customer could not provide any more info. Customer did not provide the date when this was found. No pt incident or injury was reported.

Manufacturer narrative:
Eval results: eval of the returned alarm found that when the nurse cable is plugged into the nurse call receptacle and is moved, the nurse call light will turn off at the test fixture. There is a rattling sound inside the alarm case when it is moved. No visible external damage to the alarm case. (B)(4).